Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Event description:
It was reported the programmer was dropped and it has a broken handle. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned".

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the ECG (electrocardiogram) connector is loose. Analysis also found the handle and keyboard case hinges are broken and the overlay has a crack. Concomitant medical products: product ID: 229047, analyzer. Product ID: 2067, rf (radio frequency) head. (B)(4).